Event description:
It was reported that a physician attempted placement of the proglide suture using the pre-close technique prior to an interventional procedure in the common femoral artery. Reportedly, two proglides were placed and a suture break occurred with both devices. Two additional proglide devices were used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence - reported to have occurred the prior week. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other perclose proglide device is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). The evaluation of the returned device: the monofilament approximately 1/2 inches was exposed at the guide with the needle tip still attached to the rail end. The plunger, cuffs and link were not returned with the device, limiting the scope of this investigation. Based on the investigation findings, a posterior cuff miss occurred because the needle tip was returned without the posterior cuff. The suture will not be present during plunger withdrawal and can appear very similar to a suture break. Based on the successful test of the device needle trajectory in the lab and during manufacturing, the needle trajectory of every device is verified during manufacturing, the probable cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or failure to position and maintain the device at a 45 degrees angle throughout deployment. Based on the results of the investigation, the probable cause was determined to be related to the operational context during use of the device and not a product quality deficiency. Review of the device lot history record did not reveal nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there does not appear to be an indication of a product quality problem.